Event description:
The device is not functioning properly, IV nurse noted that the blood is not able to flow through the device to fill lab tubes. When removed part of the vacutainer remained in the lab vial. No harm to patient.